Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of deflation was received on july 30, 2024, with lot number 3042129. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening device assessed as surgical damage. As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.